Manufacturer narrative:
The device history report (DHR) review was completed on the reported lot v6s216. The lot was found to have been manufactured and released to predetermined specifications.  No anomalies were found during review of the records. Two infant heel warmer samples were received by the site on 05/04/2017. Site quality engineer (qe) visually checked found that incomplete top seal which caused the incident to occur. Most likely cause for this incomplete seal to occur would be seal bar malfunction. Given the nature of this complaint, plant has started a more detailed investigation (corrective and preventive action 084). The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Currently, samples are being tested for each lot produced of this product at random intervals to best gauge the seal integrity and functional leak testing. All samples pulled from this lot met the predetermined criteria before it was released. It should be noted that the hot packs do not have any type of chemical or gaseous component that would cause the pack to burst and the chemicals used in the product are food grade and non-toxic.  CAPA (B)(4) has been opened to address this issue. As a containment action, plant has 100% inspection at the line to check for any seal issues that might cause burst/leakage prior to packaging of the product.

Event description:
Based on the information received from the customer, a phlebotomist from the lab department had an infant heel warmer burst and the contents went into her eye. She was seen by the pa (physician assistant) in the hospital and was referred to an eye specialist for consultation.  She is doing fine now.